Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tcse-d) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a supraventricular tachycardia procedure, a crack was noted at the tip of the catheter when removed. The catheter was inserted through an introduce and during treatment, the surgeon removed the catheter for shaping and found a crack at the tip of the catheter. Another catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The green catheter shaft material was fractured proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft damage remains unknown.